Event description:
After placement into the patient, the pentaray mapping catheter would not sync with the carto system. The catheter was removed and replaced with no harm to the patient. Manufacturer response for pentaray nav eco mapping catheter, pentaray nav eco mapping catheter (per site reporter) mfg notified by site.